Manufacturer narrative:
Additional information: added lot # and expiration date. Added date of manufacture . (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood pulsing back and forth in the helium tubing and the physician removed the iab. The patient did expire, but the date is unknown at this time. The death was not attributed to the device.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood pulsing back and forth in the helium tubing and the physician removed the iab. The patient did expire, but the date is unknown at this time. The death was not attributed to the device.